Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon performed the final tightening of the nuts by hand near the screw holder for spondylolisthesis, when the screw holder broke helically with a sound. The surgeon could not confirm the screw remaining by the x-ray, but some fragment of the screw may remain in the body. The surgeon thought because the device had deteriorated, it broke when a force was applied. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. (B)(4). Placeholder.